Manufacturer narrative:
Additional information :the actual device was received for evaluation. A visual inspection was performed and it was observed that the tip protector cap was missing from the returned sample. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pull ring cap was missing on a titanium spike transfer set assembly. The missing pull ring cap was discovered during setup/preparation and prior to patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.